Manufacturer narrative:
This report is being filed to provide additional information in h.10. Corrective action: an internal CAPA has been opened to evaluate white blood cell (wbc) contamination in relation to a recent increase in the number of reported wbc contaminations. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6, and h.10 and corrected information in a.1. And e.1. Investigation: the device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the elevated wbc count as experienced by the customer. Root cause: run data file analysis did not show a conclusive root cause for the leukoreduction failure reported for this collection. It is possible, though not conclusive, the difference in the entered and actual donor platelet precounts may have contributed to this leukoreduction failure. With a lower than actual entered platelet precount, more blood volume is unnecessarily processed to meet the targeted platelet yield, possibly increasing the risks for wbc contamination. It is also possible, though not conclusive, this leukoreduction failure may have been donor related.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. There were no alerts generated or operator flow adjustments made throughout the procedure. Between 74 and 80 minutes into the procedure, a scheduled clearing of the lrs chamber occurred. The procedure completed with rinseback at 86 minutes. Following donor disconnect, 273ml of pas was automatically added to the platelet product bags. The end of run summary reported a platelet product yield and volume of 5.9e11/455ml and a plasma product volume of 531ml. Both the platelet and plasma products could be labeled as leukoreduced with no product verification messages shown. Investigation is in process. A followup report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.